Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ruptured, saccular aneurysm located at the inner curve of the internal carotid artery terminal region was treated using the pipeline embolization device. During the procedure, the device was deployed from the mid m1 segment with the plan to end at the posterior communicating artery, and the device initially opened smoothly at the distal, across the neck, and proximal zones. The pipeline had been implanted in the intended location with wall apposition achieved. After complete deployment and removal of the microcatheter, a postoperative imaging run 30 minutes later revealed that the distal segment of the device had migrated, resulting in foreshortening and landing almost in the internal carotid artery, which left the aneurysm neck no longer covered. A second device was required due to the migration of the initial device, and a ped2-450-20 was deployed from the middle cerebral artery to the ophthalmic region to telescope the entire length. The right anterior cerebral artery side branch was covered by the pipeline device. Angiographic results post procedure showed that the distal arteries had adequate flow into the anterior cerebral artery and middle cerebral artery. Dual antiplatelet treatment was administered, with a platelet reactivity unit level of 180. The devices were prepared according to instructions for use. No patient complications have been reported as a result of this event. The aneurysm max diameter was 2mm, and the neck diameter was 1.7mm. The landing zone was 3.8mm distal and 4.5mm proximal. The patient's vessel tortuosity was moderate.

Event description:
Additional information was received stating that no apparent cause of migration and foreshortening was determined by the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.